Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an intragam infusion they experienced large amount of air in the line. When they removed the pumping segment from the pump and "flicked" the line to move the air, they experienced a separation at the base/joint of the pumping segment. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information was provided.